Manufacturer narrative:
H3: analysis of the surgical arm found the navigation test failed, there were two faulty motors, a failed driver card, torn harness, failed button and the camera was the old version. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis checked the registration results. The CT-fluoro match score and image match score show acceptable values. Images were not provided to show the navigation problem. It was reported that: the navigation was inferior 1-2 mm for all trajectories the arm was sent to." Also reported that the divot test was showing accurate. After a snapshot, the navigation still showed inferior 1-2 mm. All the instruments showed this inaccuracy. Log files show the distance between tip and the divot was over 2mm in every divot accuracy check performed. Hence the divot test failed, which is in accordance with the inaccuracy noticed. Since all the instruments have appeared to be inaccurate on screen and the screws were eventually positioned according to plan, the reported discrepancy might be caused by wrong tool asse mbly, loose reference frame, faulty trackers or navlocks. After ruling out registration shift as a possible causes for the reported variance, analysis concluded that the reported navigation inaccuracy was due to either a loose reference frame or wrong tool assembly, faulty trackers or navlocks. The fact that all trajectories were accurate despite the alleged inaccuracy of the navigation module, further highlights that the system was working properly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01s, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the surgical arm was replaced. The surgical system and cable were upgraded. The system then passed the system checkout and was found to be fully functional. The software logs and exports were received for analysis. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that navigation was inferior by 1-2 mm for all of the trajectories that the surgical arm was sent to during an open l1-l3 procedure. The surgical arm test was showing showing accurate. A new snapshot was done, but navigation still showed 1-2 mm inferior. The inaccuracy was displayed with all instruments. The surgeon was able to complete the procedure. There was no patient harm and the procedure was delayed less than an hour.